Event description:
Procedure type: lap ovarian cystectomy. According to the reporter: small micro fragments noticed inside patient after trocars were put in place. Physician feels that small blue plastic particulates are from our trocar obturator or coming from the seal. Two micro particulates retrieved and sent with trocars to risk management for evaluation. No delay in or time, no bleeding or patient injury reported. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 04/13/2009. There were two devices involve in this incident. MFR report#: 2647580-2009-00179.